Event description:
Information was received indicating that one day following placement of a smiths medical portex bivona adult tts tracheostomy tube the patient became short of breath and the ventilator alarmed. An emergent tube change out was performed successfully. Following removal of the tube, the cuff was found to be leaking. No further adverse events were reported.

Manufacturer narrative:
One bivona adult tts tracheostomy tube was returned for analysis. Visual inspection revealed that the cuff was slightly discolored. The sample was leak tested; a leak was observed coming from the cuff on the posterior side of the shaft. Under magnification, the leak appeared to be coming from the adjacent side part to the parting line of the molded cuff. Due to the proximity of the cut to the parting line, the investigation could not definitely determine whether the cut resulted from a manufacturing issue or to the part meeting a sharp object. A three-year review of leak testing was performed; no discrepancies noted. Based on the evidence the complaint was confirmed. However, the root cause is unknown.